Event description:
The device was returned due to air compressor failure. Upon return, during the pneumatic self check period, the compressor made excessive attempts to charge before alarming. The unit was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.

Event description:
The following has been reported: biomed reported: " I have a pump here to be sent out for repairs. No patient harm was involved.alerts saying "service needed" a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.